Event description:
Patient had a foley this morning and per report the foley slid out due to manufacture defect of the balloon. Patient states he did not pull out the foley. Patient failed to void and foley reinserted. Patient called and stated foley came out again. No trauma noted to the penis and the foley was out and the balloon was deflated. Patient stated he did not touch the foley. Took foley and inflated the balloon. There was a pinprick in the balloon and it was leaking.